Event description:
The patient reported that he had skin lesion that was very close to the pump. The patient was scheduled for a dermatological surgery the day of the report. No drug or patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10921r26, implanted: (B)(6) 2003, product type: catheter; product ID 8711, lot# j11466r19, implanted: (B)(6) 2003, product type: catheter. (B)(4).